Event description:
Customer reported an issue with an infuso.r. Pump in which the device "is infusing approximately 50mls, then going into constant alarm while stopping the infusion." There was patient involvement, however, there was no report of patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an alarm during infusion involving an infuso.r. Pump was confirmed and reproduced during sample evaluation. The assignable cause was determined to be a faulty motor. The motor was replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. If additional information is received, a follow-up medwatch will be submitted.